Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the procedure?...unk. What was the name of the cardiovascular procedure? ¿no information. What was the incisional approach? ¿midline incision. Which fascial layer was closed with stratafix symmetric suture? ¿no information. What was the condition of the fascia tissue (normal, diseased, weakened)? ¿no information. How was the suture placed (starting at end or middle of incision)? ¿no information. Was the fixation tab intact when the suture was placed in the patient? ¿no information. What was the size of the wound opening (dehiscence)? ¿no information. Did the fascia wound open during the procedure? ¿no information. When did the fascia wound open (dehisce)? ¿no information. What post- operative date did the fascia dehisce (open)? ¿no information. What is the surgeon opinion as to relationship of the suture contributed to the symptoms? ¿he thinks there is a possibility the suture contributed to the symptoms. Can you describe the appearance of the stratafix symmetric suture? ...no information. Did the stratafix symmetric suture break? ¿unk because re-operation was not performed. What was the location of breakage, initiation or termination end? ¿no information. Did the stratafix symmetric suture pull through the tissue?...no information. How much of the incision was open (in cm)? ¿no information. What are the patient age, weight, past medical and surgical history? ¿no information. Can you identify the lot number of the stratafix symmetric suture? ¿no information. What is the current condition of the patient? ¿good. Additional information: mediastinitis was occurred after surgery and dr found wound dehisce.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgical procedure with midline incision on unknown date and the suture was used continuously to close the fascia. Following the procedure, the patient experienced a surgical wound dehiscence and mediastinitis. The doctor opined that there is a possibility the suture contributed to the symptoms. Re-operation was not performed. The current condition of the patient is good.